Event description:
Patient was revised due to loosening. The pinnacle liner on the 48 cup spun out and patient continued to ambulate on the construct and in doing so wore the ceramic head on the cup causing metallosis and loose cup implant. Pictures available. There was no delay in surgery. Doi: (B)(6) 2011. Dor: (B)(6) 2022. Affected side: unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for analysis. There is sufficient evidence in order to confirm a disassociation of the liner from the cup. Rim of the liner presents a fracture consistent. The observed worn appearance of the femoral head and cup are consistent with a disassociation event between the liner and the cup. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.